Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was also reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2007 due to stress urinary incontinence and pelvic organ prolapse. Following insertion the patient experienced pain, extrusion, bleeding, urinary/bowel problems, recurrence, and dyspareunia. It was reported that patient underwent mesh revision 09/10/2008 due to rectocele recurrence.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Date sent to FDA: (B)(4) 2017.